Manufacturer narrative:
Evaluation results: one cadd legacy pump was returned for investigation in used condition. The reported product problem (failed accuracy of -6.60 %) was not evidenced in the event history log. Delivery accuracy tests were performed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. No fault was found with the device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that the cadd solis legacy pump failed accuracy by -6.60%. It was reported that there was no patient involvement in the reported event.